Event description:
On (B)(6) 2012, the distributor contacted animas stating that the bolus amount programmed into the pump was not the same amount indicated in the pump history. The distributor claimed that 5 units were programmed into the pump and only 2.5 units were recorded in the pump's history. The distributor also stated 3 hours later, 4.5 units were programmed into the pump and pump history only indicated 2.3 units. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed no boluses with the amounts alleged in the complaint or within the given time frame. The black box records were available from (B)(4) 2012 to (B)(4) 2012 and from (B)(4) 2012 to (B)(4) 2012 and showed one audio bolus performed on (B)(4) 2012 at 9:59 pm. The black box record does not support the bolus amounts or dates. An ez-prime function was performed without difficulty. The pump was exercised for 24 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).